Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer resumed insulin therapy on the pump. Reportedly, the customer was wearing the infusion set for 3 days. Customer's blood glucose level (bg) was over 400.